Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g6, g7, h2, h4, (investigation type), h10, h11. Corrected fields: d1, d4(model#). G1(contact person), h4.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. (B)(6). Height: 157 cm. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's button on the touch pad were unresponsive. Specifically, it was reported that the unit did not respond when pressing the up and down arrow keys of the trigger, frequency and augmentation. It was also reported that the end user attempted to power the unit off and restarted it without avail. Further, it was reported that, with the assistance of a getinge employee, the patient was transferred to another unit without any issues. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's button on the touch pad were unresponsive. Specifically, it was reported that the unit did not respond when pressing the up and down arrow keys of the trigger, frequency and augmentation. It was also reported that the end user attempted to power the unit off and restarted it without avail. Further, it was reported that, with the assistance of a getinge employee, the patient was transferred to another unit without any issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that they were not sure what happened to the iabp after it was brought down to their biomed department. If any pertinent information is received in the future, a supplemental report will be submitted.